Event description:
It was reported that during a lap cholecystectomy, clips fed into the jaws at a time after several firings. It was unknown which firing of the device this event occurred on. The device was used on the blood vessel. The device did not clamp something hard such as an existing clip. There was no unexpected noise. After the event, the device was fired several times out of the patient and the same event was recreated. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Returned empty. The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out, however the orange indicator did not show up. Please note that this finding is not related with the incident reported. The instrument is designed to lock out after all the clips have been fired. In addition, 6 clips conforming and 3 malformed clips were received in a plastic bag. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.